Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a leak from the cassette while compounding the order. Cassette was removed from order and re-made. There was no patient involvement.

Manufacturer narrative:
One used sample was received for evaluation. Visual inspection was performed. Functional testing was able to verify and duplicate the reported problem. The root cause was unable to be established. A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture.